Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.50x38 xience alpine referenced is being filed under a separate medwatch MFR number. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation, two xience alpines (sizes 2.5x38mm and 3.5x38mm) were unpackaged and removed from the dispenser coils. Care was not taken during removal of either stent delivery system (sds) from its dispenser coil to maintain an angle that would protect the sds from stress. Each stent was noted to be loose on the balloon after removal from its dispenser coil. The 2.5x38mm stent was also elongated in the middle, as if the stent had been grabbed and held during removal of the stylet. Neither of the devices was used and there was no patient involvement. There was no clinically significant delay and the procedure was completed with a new unspecified xience alpine. No additional information was provided.